Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis found no anomalies were visually observed. Patient complaint confirmed. Led¿s scroll continuously. Device is unresponsive. Flash sector read/write protection bits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient's recharger was unresponsive and the battery indicator lights were scrolling repeatedly. The patient was instructed how to reset the recharger. The patient was able to reset the recharger during the call b ut it was still doing the same thing after resetting the recharger. A replacement recharger was requested to bed sent out. The patient provided the name of their managing doctor, and then provided the name of their implanting doctor and stated they were still seeing their implanting doctor as well. It was unclear who the patient's managing doctor was. Additional information was received from the patient. They called back to report the power button was red/orange instead of green when they tried to start the recharge session. When asked, the patient said they had not paired the recharger to the handset. The patient was guided through successfully pairing the recharger to the handset and the patient then confirmed they were able to connect recharger to the ins with excellent connection.